Event description:
It was reported that during an unk procedure, the clips jumped off. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/19/2007. Information is unavailable; device was not returned for evaluation.